Manufacturer narrative:
09/23/2019 mjr ¿ supplemental report needed to address analysis: the reported event of deformation during deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that a larger, 35mm, device was subsequently implanted.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer pfo occluder was selected for implant. During deployment, the left atrial disc deformed in a "tulip shape". The right atrial disc was deployed without further issue, but without resolution of the deformation. The physician recaptured and redeployed twice without resolution. The device was recaptured and replaced with an unknown 35mm amplatzer occluder (lot number: unknown).